Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wake button was slightly delayed in responding to presses. The customer's blood glucose level was 126 mg/dl. At time of call with customer technical services, the customer stated that the wake button was working again.